Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined. No specific device-related issues were reported in association with the event. Multiple attempts for additional information were sent to the account; however, none was provided. (B)(4) was not returned as of 7/15/2019. If the vad is returned the complaint will be reopened and the device will be evaluated. The heartmate ii lvas IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 8 months 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported through patient outcome that the patient was expired on (B)(6) 2017 due hypoxemic respiratory failure. No further information was given. Additional information was requested but not provided.